Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent recorded power cable disconnects while connected to the battery. The logfile contains a power loss when power is replaced. This hospital considered the battery causing this alarm, and the battery was replaced. However, after replacing the battery, the power cable disconnect recurred without power change. They suspect that the battery clip is causing the alarm. During the analysis of the log file a pump stop was observed while the patient was changing power sources (batteries to power module). This was caused by both leads being disconnected leaving no power to the epc controller. Patient was connected back to batteries and the pump started back up. The patient status was fine. No further or additional information was provided.

Manufacturer narrative:
The system controller that was in use when this event took place was reported under MFR report # 2916596-2020-00479. Section h4: correction manufacturer's investigation conclusion: review of the log file provided by the account confirmed a pump stop which appeared consistent with a loss of power to the epc controller due to both power cables being disconnected during a power exchange. The submitted log file captured normal pump operation from day 861, hour 0, minute 27 to day 867, hour 18, minute 56. Directly following the timestamp day 867, hour 18, minute 56, the data captured low speed advisory/hazard, low flow hazard, and low speed operation alarms with pump speed, power, and estimated flow values recorded at 0. A clock reset to day 0, hour 0, minute 0 was also noted, indicating a complete loss of external power to the system controller. The pump remained off for an undetermined amount of time until the patient reconnected to an external power source. Following the restoration of power to the system, the pump was able to regain and maintain the fixed speed for the remainder of the file. Excluding the pump stop event, the pump operated above the low speed limit. No other atypical events associated with the lvad were noted. Despite the observed alarms, the pump appeared to function as intended. The account reported that the patient had frequent power cable disconnect alarms while connected to battery power. The account also communicated that there was a loss of power to the lvad during a power exchange. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. The hmii lvas IFU and patient handbook state that at least one system controller power cable must be connected to a power source at all times and that disconnecting both power leads at the same time will cause the pump to stop. Furthermore, these documents address all alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.